Event description:
An ocd field engineer reported on behalf of the customer that the probe of the ortho provue analyzer was bent and dripped into the reagents. The customer discarded the reagents and discontinued the use of the instrument. The customer does not believe any erroneous results were released. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. The ocd field engineer found the probe was bent and the wash station was cracked. The fe replaced the proper components and performed the appropriate adjustments to return the analyzer to the expected operation. This customer has not logged any complaints against this analyzer since the repair.